Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the track on drawer 5 was broken. The drawer had also failed and could not be closed. The customer reported that they needed to find an alternative way to obtain the medications, which caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 full height cubie drawer had broken rail. The field service engineer (fse) found the bearing cage completely dislodged and replaced it. User was then able to successfully recover the drawer, and it opened smoothly after the repair. The system functioned as intended after the field service engineer resolved the issue.